Event description:
Device tested out of spec during mfg's analysis. Additional information indicated patient had expired, not further defined.

Manufacturer narrative:
4/20/1998 (1901) - follow up with the physician was completed in september, 1997 which indicated "the pt's wife was present at the time of this death. She reported that he suffered an episode of severe chest pain that he stated to her remined him of previous heart attack pain. He then lost consciousness. She observed several episodes of motor activity consistent with defibrillator therapy and he did not regain consciousness." "The pt suffered an acute myocardial infarction. The implanted defibrillator performed normally as indicated by the event telemetry, however, in the face of significant mechanical dysfunction treatment of recurrent malignant ventricular arrhythmias in this setting may not resuscitate the pt, as you know." The physician concluded that "the episode represented a sudden cardiac but primarily non-arrhythmic death or one in which the recurrent cardiac arrhythmias were scondary to a catastrophic mechanical problem from acute myocardial infarction." This is not consistent with medtronic's analysis of the device.